Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2:reference MFR number: 1627487-2017-03872. It was reported the patient had skin erosion and one of the leads was protruding from the skin. As a result, the patient underwent surgical intervention on (B)(6) 2017 and the lead was buried deeper. The issue was resolved. Both leads are being reported because it is unknown which lead was protruding.